Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. It is the natural tendency of the body to fight infection in the intercellular space. These patients are typically given an antibiotic prior to the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent infection. The thv training manuals and IFU instruct the operator on the proper insertion techniques for the edward¿s esheath. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the patient¿s daughter, during a patient inquiry phone call, post transfemoral placement of the sapien 3 valve, the patient had a post-surgical infection in her groin with an abscess. The clinician could not get any information as which groin site it was (tavr vs angio side). The patient needed six weeks antibiotic therapy and six weeks of home care. Currently, she is fine and will have her one year follow-up in 3 months.